Manufacturer narrative:
Multiple attempts have been made on 30jul2024, 06aug2024, 09aug2024, and 13aug2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was unresponsive. A touchscreen calibration was performed but failed. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer was advised to replace the touchscreen and was provided the part number of the touchscreen for ordering.